Event description:
A clinical incident involving a super turbovac with integrated cable arthrowand was reported to arthrocare corporation. During a hip arthroscopy procedure, it was reported the black insulation near the tip of the wand detached and remains in the patient's hip. There was no patient injury or complications following the procedure.

Manufacturer narrative:
The device was reported as returning for investigation. A follow up report will be provided after the device has been returned and completion of the investigation.